Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from non symptomatic patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported the physician and eventually amended). Sample 1 retest occured on (B)(6) 2020 with xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (this was reported to the physician). Sample 1 was tested on biofire platform on (B)(6) 2020 which resulted as sars-cov-2 not detected (unknown if this was reported to the physician). Sample 2 was collected on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (unknown if this was reported to the physician). Sample 2 was tested on biofire on (B)(6) 2020 which resulted as sars-cov-2 not detected (unknown if this was reported to the physician). Sample 1 was tested on abbott n2000 on unknown date which resulted as sars-cov-2 not detected (unknown if this was reported to the physician). Original result was amended to sars-cov-2 negative. Cepheid's patient safety board determined that this test was run off label due to screening a non symptomatic patient. Review of data provided by customer showed normal amplification curves. However, there was not enough data to rule out target near limit of detection or pre-analytical error. Root cause is inconclusive. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from non symptomatic patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported the physician). Sample 1 retest 1 occured on (B)(6) 2020 with xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (this was reported to the physician). Sample 1 retest 2 was tested on biofire platform on (B)(6) 2020 which resulted as sars-cov-2 not detected (unknown if this was reported to the physician). Sample 2 was collected on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (unknown if this was reported to the physician). Sample 2 retest 1 was tested on biofire on (B)(6) 2020 which resulted as sars-cov-2 not detected (unknown if this was reported to the physician). Sample 2 retest 2 was tested on abbott n2000 on unknown date which resulted as sars-cov-2 not detected (unknown if this was reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.